Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up dated (B)(6) 2012, the battery impedance was at 3.84 kohm and a time to elective replacement indicator (eri) of 9 months was displayed. During the follow-up dated (B)(6) 2013, the device was found in nominal mode and the battery impedance was 9.54 kohm with a time to eri >3 months. It was considered that fast battery depletion occurred (eri reached within 3.5 months without changing pacing parameters or changes in pacing %). The device was replaced on (B)(6) 2013 and returned for analysis.